Event description:
It was reported that the lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded, due to friction with another device. This problem could have caused the reported noise problem. (B)(4).